Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain at the neurostimulator and/or lead site. Intervention included a repositioning on (B)(6) 2016. On (B)(6) 2016, the patient reported discomfort at the neurostimulator site. The event was reported to be related to the device or therapy and unlikely related to the implant procedure. There was a report that the patient has had significant weight loss and noticed discomfort when they sit and it rubs back near the device. They were bothered by the discomfort when there was friction. It was reported that the issue resolved without sequelae on (B)(6) 2016. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.